Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs tip cover accessory for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory, installed on an mcs instrument, fell off inside the patient. The mcs tip cover accessory was retrieved during same procedure and the customer moved on to another mcs instrument to continue the procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) inquired if the mcs tip cover accessory was correctly installed, but the customer was not able to verify.